Event description:
The account generated a falsely positive architect stat troponin-I result of 4.2 ng/ml on a patient sample, ID (B)(6). The sample was repeated on another analyzer with troponin of 0.02 ng/ml (no method indicated). The sample was then repeated on the original analyzer with same reagent lot with architect stat troponin of 0.029 ng/ml. No troponin cutoff value was provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier did not provide enough space for entire ID. The entire ID is (B)(6). (B)(4). An evaluation is in progress. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Date recieved by manufacturer on the initial MDR report stated (B)(4) 2012 which is a typographical error that was discovered upon review. The correct date for section date recieved by manufacturer on the initial MDR report should have been (B)(4) 2013. The evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 56619un12. Acceptance criteria was met, which indicates acceptable product performance. Additionally, the architect stat troponin-I reagent package insert was reviewed and found labeling to direct the customer when discrepant patient results observed in limitations of procedure section and specimen collection and preparation for analysis section. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, no malfunction was identified since retest of the original sample on a new kit of the same reagent lot produced acceptable results.